Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was receiving baclofen (concentration of 2000mcg/ml, dose of 1902.2mcg/day) via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2016 that the patient developed acute shakiness, was rigid, and was not acting like himself. It was stated a family member heard an alarm coming from the pump. It was stated the rep saw the patient in the ER and interrogated his pump at which time he saw a motor stall. The patient had not recently had an MRI. It was stated at that time that the patient was feeling better. It was stated the logs were not checked and the patient was discharged from the ER. It was stated the patient had recently got a motorized wheelchair and had used it. Shortly after the purchase of the wheelchair is when the patient experienced the symptoms. It was stated the patient started having the same symptoms again and went back to the ER. It was stated a different rep saw the patient and checked the logs which revealed a motor stall occurred on (B)(6) 2016 at 22:30 and a motor stall recovery occurred on (B)(6) 2016 at 02:44. It was reviewed that it was unlikely to be the wheelchair the caused the stall since the patient wasn¿t in it for 48 hours straight. It was reported the patient¿s symptoms began to alleviate when the pump recovered. A rep talked to the patient¿s wife on (B)(6) 2016 and it was stated that everything was functioning normally.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrications; the stall was due to the shaft-bearing. The patient codes (B)(4) and (B)(4) were added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the rep when the device was returned to the manufacturer. The rep stated that the pump had a motor stall, there was a restart and then another motor stall, and the patient experienced increased spasticity. The loss of therapy was sudden. The device was explanted so that it could be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.